Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. P-cap or reservoir locked properly in place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.